Manufacturer narrative:
An event of arrhythmia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study: (clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant in a patient with a history of stroke. During the procedure, while placing an intra-cardiac echocardiography (ice) catheter in the right atrium (ra) the patient went into atrial fibrillation (af). This was treated at the end of the procedure with cardioversion. The patient also had symptoms of stroke: headache, headache, flickering and flashing lights, and blurring or loss of vision in both eyes. No intervention was performed and the issues were resolved (B)(6) 2021. The patient is stable.

Event description:
Clinical study: (clinical study patient ID: (B)(6) , crd_806 - pfo occluder pas, r611619901, r649964401) it was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant in a patient with a history of stroke. During the procedure, while placing an intra-cardiac echocardiography (ice) catheter in the right atrium (ra) the patient went into atrial fibrillation (af). This was treated at the end of the procedure with cardioversion. The patient also had symptoms of stroke: headache, headache, flickering and flashing lights, and blurring or loss of vision in both eyes. On (B)(6) 2021, the patient experienced symptoms of af. On (B)(6) 2021, a therapeutic valsalva was attempted and the patients symptoms resolved within 30 minutes. On (B)(6) 2021, the patient was experiencing migraines. On (B)(6) 2021, the patient was having increased frequency of auras and was seen for a follow-up. Patient had a history of migraines prior to pfo closure so a brain MRI was performed on (B)(6) 2021. Results of the MRI showed no new evidence of new infarctions. There is no allegation that the migraines are related to the abbott device. The patient is stable.

Manufacturer narrative:
Correction: b5.